Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped connector tip, grinding noise on coupler, and missing screw on serial plate were noted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected related to the image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced a blurry image. The event occurred during set up. There were no reports of patient harm.